Event description:
The facility representative reported a flogard infusion pump that does not turn on. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. Upon further evaluation, the quality engineer has confirmed the reported condition as a battery issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of 'does not turn on' was confirmed during device evaluation. The cause of the problem was a defective main battery. Service replaced the battery to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.